Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level below 40 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and carbohydrates to address the bg which resolved the issue with no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.